Event description:
Healthcare professional reported right side rupture. Device is explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on 27-april-23. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported 'rupture of right implant.' Record is for right side. Device is explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device is explanted and replaced.